Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 39 staples remaining in the cover block. The trigger was not returned engaged. Evidence of biological material was observed on the returned sample. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was able to properly form and release. This was repeated with the same result for the next four staples. To simulate insertion into the skin, the remaining staples were fired into a simulated skin pad. All remaining staples were successfully fired into the skin pad. The stapler was disassembled, and it was found that there were die cast anomalies on the forming tool. Although the stapler was able to function properly upon testing, the anomaly found on the forming tool could prevent the stapler from functioning successfully. Per DHR the product visistat 35r 6/box lot # 73b2200012 was manufactured on 02/01/2022 a total of (B)(4) pieces. Lot was released on 02/14/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional inspection, all remaining staples were successfully fired from the device. Twenty-four staples were successfully applied to a simulated skin pad and remained in place for over 48 hours without reopening. Although the returned stapler functioned properly, die cast anomalies were found on the forming tool which could prevent staples from firing successfully. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: it was initially reported that hcp found failed to fire staple during inspection prior to use on patient. Additional information indicates the device was in use. There was no injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: it was initially reported that hcp found failed to fire staple during inspection prior to use on patient. Additional information indicates the device was in use. There was no injury.